Event description:
It was reported to philips that the device battery malfunctioned. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the aging battery was no longer charging. As a result of the noted issue, it was advised that the battery would need to be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery was replaced and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a battery malfunction. There was no patient involvement.